Event description:
It was reported to boston scientific corporation on (B)(6) 2015 that a flexiva 200 tractip laser fiber was used during a laser destruction of left ureteric stone in the ureter performed on (B)(6) 2015. Reportedly, the laser unit used was a versapulse powersuite 100w with 0.5-0.8j x 2.5-6.4w settings. According to the complainant, during the procedure, the fiber tip broke off inside the patient's ureter. The physician attempted to remove the broken fragment but it was not able to be retrieved. The procedure was completed with a different device. The patient was rescheduled for another procedure to remove the broken tip endoscopically.

Manufacturer narrative:
(B)(4) fiber tip detached. (B)(4). The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.